Event description:
It was reported a surgeon was inserting a 1.5mm x 6mm plusdrive screw into the mandible without predrilling a pilot hole. On final tightening the screw head broke off. Surgeon was also trying to remove a 1.5mm x 6mm screw from the distractor plate, and the screw head of a second screw broke off. The mandible bone was reportedly dense, and no pilot holes had been predrilled. The surgeon removed the broken pieces and continued with the case. The remaining screw shafts were left in the bone. Pilot holes were drilled for the remaining screws, and no issues occurred. Patient status following the procedure was reportedly good. Surgery was not delayed due to reported event. Procedure was completed successfully without any medical intervention required. It is reported surgical revision is not required. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.